Event description:
Patient reported "I believe the right hand side has ruptured as it's volume is down and noticeable size difference with a protrusion." This is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3, h6.

Event description:
Patient reported "I believe the right hand side has ruptured as it's volume is down and noticeable size difference with a protrusion" this is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 (explant date not provided).

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported "I believe the right hand side has ruptured as it's volume is down and noticeable size difference with a protrusion" this is for the right side. The device remains implanted.